Event description:
It was reported that a user experienced hypoglycemia while using the ilet bionic pancreas, with the lowest blood glucose described as low and treated with oral glucose, and case notes indicating potential inconsistent or missed meal announcements that challenged the algorithm. Symptoms included lethargy. Outcomes included an urgent low glucose event and a low glucose event without hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed that the root cause could not be determined, with user-reported lifestyle mismatch with the ilet and inconsistent meal announcements considered as potential contributing factors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.